Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The smart pneumatic module board was returned to zoll medical corporation, united states. The customer's report was observed and attributed to foreign substance in the compressor flow screen and mix manifold. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical china. The customer's report was verified. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.